Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap hysterectomy procedure, the device jaws would not squeeze the clips shut. Clips were malformed and not closed. Another device was used to complete the procedure. There was no adverse consequence to the patient.